Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there may have been a problem with the act button. The blood glucose reading was 255 mg/dl, which the customer had already treated for, but she stated that she had not given herself a bolus for lunch. She stated that she programmed her carbohydrates and blood glucose value into the insulin pump, then thought she had pressed the act button but she did not see a bolus in her bolus history. Upon troubleshooting, the customer was able to successfully program and deliver a 0.5 unit manual bolus and it was recorded into the history properly. She also reported no delivery alarms, which had happened in the past, but declined troubleshoot for this. Advised the customer that she must press the act button to complete the bolus of 5.4 units she had intended to deliver. Advised to monitor the device. Nothing further reported.